Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The diabetes educator reported via phone call that the customer's insulin pump received a no delivery alarm. The customer was hospitalized for high blood glucose readings of 472 mg/dl. The name of the hospital was (B)(6). The current blood glucose reading was 140 mg/dl. The customer's symptoms were nausea, vomiting, and diarrhea. The customer changed the infusion set prior to the event. According to the health care professional the reason for the hospitalization was keytones. Troubleshooting was conducted and insulin did exit the tubing. It was concluded that the insulin pump was functioning as designed. The customer was advised to monitor their blood glucose readings.